Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd insyte¿ autoguard¿ failed to retract after catheter insertion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received a 22ga needle-barrel assembly and along with a needle cover, the needle was not retracted. The lot number for this investigation was unknown therefore DHR review could not be reviewed. Visual/microscopic examination: traces of patient residue were observed at the end of the hub. Traces of adhesive (from tape) was observed on the grip of the unit. No mechanical/physical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the button. Functional test (needle retraction): the white button was depressed and the needle retracted meeting no resistance. Retraction was successful. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned unit. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that there was rust-like foreign matter on the needle of the bd angiocath IV catheter that caused it to get stuck. There was no report of exposure, injury, or medical intervention noted.